Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
A customer reported via phone call indicating that they experienced high blood glucose of 408 mg/dl. The customer did not mention any symptoms of their blood glucose levels. The customer did not mention any form of treatment for their blood glucose levels. The customer stated that there was an alarm after setting the time and date on their device the customer was informed that the alarm was normal device behavior because the insulin pump always alarms after setting the time and date. The customer did not troubleshoot the issue. The customer did not return the product back for analysis.